Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient passed away on (B)(6) 2017 shortly after the doctor changed the settings on their device. The consumer didn't know if this was a coincidence or if the device caused the death. An attempt was made to gather further information or details surrounding the event from the healthcare provider (hcp), but a nurse working at the hcp¿s office stated no information could be provided by the facility. Relevant medical history includes movement disorders.